Event description:
It was reported that a broken sensor wire occurred. The sensor was inserted into the arm on (B)(6)2024. The sensor pod was evaluated. An external visual inspection was performed and found that sensor wire was not returned and missing. Analysis would not be able to confirm complaint or determine a probable cause. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2024. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.